Event description:
The pt had difficulty inserting a tampon in 2007. Pt inserted the entire device, including applicator, into the vagina and could not retrieve it. Pt stated that she was not used to cardboard applicator tampons. Pt also stated that she went to a health center for removal of the tampon and applicator, and was prescribed an antibiotic cream.

Manufacturer narrative:
Expulsion pressure testing was performed on 13 tampons returned by customer from the same carton of devices purchased. Expulsion pressure is the force required to expel the tampon pledget from the applicator. All returned tampons were within specified limits for expulsion pressure. Data from the production lot were reviewed, and no quality defects were noted related to cardboard applicator tubes or expulsion. Instructional insert provides adequate instructions to prevent the applicator tube from being placed too far into the vagina, stating that the user should "grasp the grooved center of the applicator with the thumb and middle finger", and to "insert (the applicator) until the thumb touches your body", and following insertion, to "withdraw the applicator".